Manufacturer narrative:
Investigation: the graft was not returned for evaluation. Manufacturing and internal records review is being conducted. Bovine pericardium grafts undergo a validated sterilization method: tutoplast which includes gamma radiation after packaging. Investigation results: pending completion. Conclusion: pending completion.

Event description:
Rti surgical, inc. And tutogen medical (B)(4) and wholly owned subsidiary of rti, received a complaint of post-operative complications following a small bowel resection and anastomosis as a result of a complex prehistory. The abdominal wall defect was too large for primary closure and a tutomesh graft was implanted as an only and fixed circularly - continuously on the fascia with prolene sutures. No systemic infection was noted. Damp (saline) dressing and wrap applied. On the second post-operative day, the wound was clean and the mesh was intact and wound cleansed with octenisept and saline compress applied. However, on the forth post-operative day, two holes were noted to be present in the tutomesh graft. A revision surgery was performed utilizing a second tutomesh graft (date not specified). Pt cultures obtained and were positive for enterobacter cloacae complex and enterococcus faecalis. It has been reported that the post-operative outcome of the revision surgery is the same.